Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the affiliate.information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic lobectomy procedure, the firing trigger could not be grasped at the first firing when the device was used for the lung parenchyma. Then another new cartridge was loaded into the device and fired, but the same event occurred. Although the device and the cartridge were replaced with another one, the event still occurred. The deployed staples were unformed. When the doctor changed the target site, the device could be fired. The doctor commented that the firing was hard when the firing was completed. Another device was used to complete the case. There were no adverse consequences to the patient.